Event description:
Phoned 9/11/92 by user reporting suspected product problems. Suspected lot numbers were picked up from the facility and replaced with new lot numbers. Hudson rci was contacted and made aware of reported problems. Samples of suspected lots were sent to hudson rci for evaluation. No suspected lots were found in stock at grogan'sdevice labeled for single use. Patient medical status prior to event: unknown. There was multiple patient involvement. Number of patients involved: 2.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.